Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange surgery, rupture discovered during this surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was discovered during explantation surgery on (B)(6) 2019. The patient had the explanted prostheses replaced with mentor memorygel breast implant 375cc gel breast prostheses.

Manufacturer narrative:
On 07/24/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported the patient experienced a rupture in a breast implant. During evaluation of the device, it was noticed to be ruptured. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).